Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® fx 5mg 4mg tubes, 2 tubes had additive that was clumped instead of free flowing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received two photos for investigation. The evaluation of these photos indicated that the additive is present in the tubes, adhering to the sidewall, and clumping at the bottom, which is not an unusual appearance for this type of powder. Additionally, 100 retained samples were inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® fx 5mg 4mg tubes, 2 tubes had additive that was clumped instead of free flowing. There was no health impact or consequences reported.